Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was expired due to chronic pump pocket infection. The date of onset of infection is (B)(6) 2017. The patient presented with low grade fever, serous discharge from driveline, general malaise, shortness of breath and fatigue. The patient was treated with vancomycin. The patient also had multiple washouts and debridement. The device operated as expected and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The hmii lvas IFU lists (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.